Manufacturer narrative:
The fe performed the camera adjustments per service manual guidelines. Camera fine adjustment is now within range at 119. The customer successfully ran and accepted qc. Repairs have returned the instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 130 which is out of specification. The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. Complaint : (B)(4).